Event description:
Clinical Narrative:An Impella CP device was inserted via the right femoral artery in an 87-year-old male patient for protected percutaneous coronary intervention (PCI). The patient's medical history was significant for coronary artery disease (CAD) and renal insufficiency. The Society for Cardiovascular Angiography and Interventions (SCAI) shock stage was not reported.Following exchange of the peel-away sheath for the repositioning sheath in the cardiac catheterization laboratory, a small access-site hematoma developed. Manual pressure was applied, and the hematoma resolved. The site was subsequently dressed using forward-tension sutures and angle matching. While in the intensive care unit, the patient became restless and experienced patient movement, after which the hematoma recurred and enlarged to approximately 10 cm. Manual pressure was again applied for approximately 10¿15 minutes, resulting in reduction of the hematoma and a soft access site. Distal pulses remained present, and continued monitoring was planned.The patient was noted to have underlying peripheral arterial disease/peripheral vascular disease (PAD/PVD), vascular tortuosity, and vascular calcification, which may have contributed to vascular access complexity. It was also reported that the patient moved during support. Heparin was administered in the cardiac catheterization laboratory; however, systemic anticoagulation had not yet been initiated at the time of the hematoma event. During vascular access, no ultrasound guidance was utilized. Visualization of the femoral access site by angiography was limited due to the presence of a prior hip replacement and associated hardware.Three days later, the patient returned to the cardiac catheterization laboratory for planned Impella CP removal with deployment of a MANTA vascular closure device. Following removal of the repositioning sheath and Impella device, minimal bleeding was observed. However, thrombus was manually removed from the sheath tract using hemostats. A 5 French sheath was then placed while manual pressure was maintained, and femoral/common femoral artery (CFA) and superficial femoral artery (SFA) angiography demonstrated thrombus within the CFA and SFA, with inability to visualize distal runoff below the knee. A 12 French sheath was subsequently placed, and a cardiovascular surgeon was consulted. The patient was taken to the operating room, where the sheath was surgically removed and mechanical thrombectomy of the CFA, SFA, and distal vessels was performed.The reported hematoma is consistent with known access-site complications associated with large-bore femoral arterial access. Contributing factors may include patient movement, underlying peripheral vascular disease, vascular tortuosity, vascular calcification, and procedural manipulation. The reported thrombosis and subsequent ischemic vascular findings are consistent with vascular access-related complications in a patient with known peripheral vascular disease and complex vascular anatomy. The patient survived to Impella CP explant.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.